Event description:
It was reported that the ilet pump¿s screen was cracked, rendering the device unusable for user interaction, while alerts continued to sound; the device was replaced. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to the user¿s health. Investigation included review of the complaint and arrangement for device replacement. Investigation of this case revealed a damaged display component consistent with screen breakage. It was concluded that the event involved a hardware display failure without patient harm.